Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 50mg/ml morphine at 10.180mg/day via an implantable infusion non-malignant pain and failed back surgery syndrome. It was reported that there were difficulties refilling the pump at past refills. The patient thought the pump had sort of flipped, but when the hcp opened up the pocket the pump had not flipped and the catheter appeared normal. The patient was heavier set and the hcp decided to revise the pocket for the pump. The hcp took the old drug out of the pump and it was a little cloudy. No further complications were reported.